Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Reference manufacturer report number: 2032227-2014-27423.

Event description:
Customer reported a high blood glucose of 407 mg/dl. He stated that he had been treating with the insulin pump but his blood glucose continues to be high. He also reported that he had been changing his infusion sets but the problem persists. The customer's current blood glucose was 339 mg/dl. The customer also reported a no delivery alarm when he was attempting to deliver a bolus. The customer stated he had treated his high blood glucose with 8 units of insulin. Troubleshooting found there was not a leak on the insulin pump. The customer was also advised to run a 5 unit fixed prime. The customer stated a no delivery alarm occurred during the fixed prime. The customer also stated the cannula was not occluded. No additional information provided.